Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) determined pipetting tips were diving too far down into microtiter plates causing reagent splashing. Fse adjusted the height of the plate on the secondary to correct the problem. The instrument was tested without problem and was returned to expected operation.

Event description:
The microlab at+ 2 instrument did not pipette the correct amount of diluent and did not generate an error message. No death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4)